Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, 2 lead segments were returned, terminal and middle segments. Visual inspection revealed twisted polyurethane insulation area distal to terminal boot. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of the patient turning the implantable device in the muscle pocket ( twiddler's syndrome ). The reported dislodgement and loss of capture is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this implantable lead was explanted due to experiencing dislodgement and exhibiting loss of capture. No further adverse patient effects were reported.